Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor deployment, the sensor wire was present in the applicator. The sensor was inserted at abdomen on (B)(6) 2015. No additional event or patient information is available.